Event description:
The customer stated that the axsym troponin-I adv reagent lid failed to open and the probe crashed because the lid failed to separate from the rubber stopper. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.